Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The batteries would also die within two days. The insulin pump would alarm weak battery when a new battery is inserted. Troubleshooting was declined for the insulin pump issues. The patient's blood glucose during the incidents is unknown. The insulin pump was not returned for analysis at this time.